Manufacturer narrative:
Driveline cable (B)(4) was returned for evaluation. Review of the controller log files associated with the event showed parameters to be within normal operation. Visual inspection of the driveline cable revealed tan fluid inside the driveline, confirming the reported event. An isolation of blood servicing procedure was performed to mitigate the conditions reported. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors can lead to fluid in the driveline such as improper seal of the pump¿s driveline (outer sheath) to the pump header and damage via cut or nick of the pump¿s drivelineouter sheath. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the pump being explanted following the transplant of the patient, it was noted that the driveline sheath of the patient's pump had a "murky type condensation". The site stated that there was a tan fluid in the driveline sheath. It was added that the fluid would move when the driveline was moved. The fluid was observed about 4 inches from the driveline connector. There was no fluid noted in the patient's exit site. There were no patient consequences associated with the event.